Event description:
It was reported that a healthcare professional requested review of data for this cardiac resynchronization therapy defibrillator (crt-d), including an episode involving ventricular fibrillation (vf) with one anti-tachycardia pacing (atp) therapy delivered. Technical services (ts) reviewed the available data and indicated that the episode appeared to be inappropriate and consistent with external electromagnetic interference (emi). It was noted that the patient had undergone a procedure on the date of the recorded event, during which a magnet was not utilized, and signal artifact monitor (sam) events were also observed consistent with external emi. Ts further noted that minute ventilation (mv) had been disabled due to sam and recommended consideration of re-enabling the mv feature. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.